Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure , stent damage and inflation difficulties occurred. The 90% stenotic lesion was located in the non-tortuous and non-calcified mid right coronary artery (rca). A 6fr guide catheter was used and the lesion was predilated with a balloon catheter. The balloon of the 24mm x 2.75mm liberte' monorail stent delivery system failed to inflate and upon removal of the device, stent damage was noted. The stent damage was reported as "steel wires had lost the closed cell shape and were loose (somehow the knitted wires were torn apart)". The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "stable".